Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leaking in reservoir. Blood glucose was unknown. Troubleshooting was performed. Customer also reported that smell was coming from reservoir due to leaking. The reservoir will be returned for analysis.